Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On approximately (B)(6) 2022, the patient suffered from a hypoglycemic event and fell to the floor, developing bruises on her eyes from her glasses as a result. The patient's dexcom cgm during this time was reading 96 mg/dl, while a comparative fingerstick measurement revealed a blood glucose meter value of 30 mg/dl. The patient was treated with glucose from her son and was doing fine at the time of contact. No data was provided for evaluation. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.